Event description:
It has been reported to philips that system was not booting past 00:00. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the system is stuck at 00:00. The review of system log file showed malfunctioning flex vision pc. Upon remote analysis, the rse download board software (sw) and found that the flex vision pc was red. To resolve this issue, the customer reloaded sw onto the flex vision pc and reconfigured. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.